Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the primary implant surgery, the doctor put the insert in and it didn't look fully seated. The doctor did not see any soft tissue restricting it from getting locked in. The doctor wanted to make sure that there was nothing wrong with the lot specific insert."